Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was stuck. A field service engineer (fse) inspected a rear, module controller no issue. Fse found that the latch sensor had popped out of its clasp in the hard stop. Fse reseat the sensor, and the drawer was tested for opening and closing and the sensor remained in the correct position during the test. Fse restarted the station and the mandated diagnostic hardware testing application successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was stuck and would not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was stuck and would not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.